Event description:
The customer reported that there was an issue with the catheter. However, he does not believe that is manufacturing related. The catheter snapped when it was pulled during a thoracic endoscopic procedure. It was also noted that it appears that the breakage is associated with patient anatomy. The patient had back surgery and the vertebral body collapsed and caused pinching of the catheter and broke the device. The loose part was retrieved with additional surgery.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that initially the product was reported at 82-1721, however during the investigation it was determined that the device subject of the complaint was actually that of product 82-1707. Two segments (10" & 2 1/4" long) of a lumbar catheter were returned for evaluation. Note that the entire lumbar catheter length is 31 1/2"; therefore, 19 1/4" is missing. The returned lumbar catheter is cut/broken at 2 1/4" from the distal end. The cause(s) of the cut/breakage could not be determined. A review of the lot history records confirmed that the device conformed to the required specifications prior to distribution. It was also noted that this appears to be an isolated event as this is the second complaint for this type of issue for this product code that has been reported in the last five years. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.